Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16589. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011369, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011369 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 28-jan-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set the lot 5a04095 was manufactured according to the wi version 27 and assembled in the quickset line, on 27-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5a03842 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 26-jan-2025, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification. Note: extended by contamination. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: austria.

Event description:
Reference number (B)(4) event occurred in austria. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The issue occured with eight infusion sets.the site of detachment was connector clamp. The infusion set was in use for one day or less.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.